Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was admitted as an inpatient for medical treatment due to low blood glucose. The customer's blood glucose was 149 mg/dl at the time of the incident. The customer's blood glucose was 50 mg/dl at the time of call. The customer stated that the low blood glucose was treated with food. The customer also reported that she felt sick prior to the hospitalization. The time of the hospitalization was 7pm and the date of the hospitalization was (B)(6) 2015. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. Troubleshooting did not found any issue with the insulin pump. The insulin pump will not be returned for analysis.